Event description:
The customer reported approximately 30 mls of bluish colored fluid leaked from the lh 780 hematology analyzer. The leak was not contained within the instrument. The customer stated that the instrument also generated a high psi (pressure) low error message. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the epoxy seal on a waste chamber (vc13) failed allowing the waste to leak out. The fse replaced the waste chamber, resolving the leak and error message. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).